Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("chronic pelvic pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding") and colitis ulcerative ("ulcerative colitis") in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation (failed) and overweight. Concurrent conditions included gastroesophageal reflux disease, hypertension, degenerative disc disease, attention deficit/hyperactivity disorder and cervicitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from (B)(6) to (B)(6), duloxetine hydrochloride (cymbalta) from (B)(6)to (B)(6), lisinopril from (B)(6) to (B)(6) and prednisone. In (B)(6), the patient had essure (ess205) inserted. In (B)(6), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("haie loss") and was found to have weight increased ("weight gain / loss (specify which one 60 ibs)"). In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). In (B)(6), the patient experienced vision blurred ("vision / eye problems"). In (B)(6), the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6)2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In november 2015, the patient experienced colitis ulcerative (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swings"), night sweats ("night sweats"), tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), arthralgia ("joint pain") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and lavh, hysterectomy (partial) with bilateral salpingectomy, ablation ((B)(6)/2012)). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, genital haemorrhage, colitis ulcerative, mood swings, night sweats, vaginal haemorrhage, urinary tract infection, anxiety, depression, nausea, tooth disorder, fatigue, alopecia, arthralgia and fibromyalgia outcome was unknown, the female sexual dysfunction, dysmenorrhoea, weight increased and abdominal pain had resolved and the migraine, headache and vision blurred had not resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, colitis ulcerative, depression, dysmenorrhoea, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: current weight as of (B)(6)19 168 ibs. Approximate weight at the time of essure placement 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - in 2007: I was told one had misfired and had to redo procedure for second and third device.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet received. Event : ulcerative colitis, night sweats, mood swings, abnormal bleeding (vaginal), menorrhagia, , urinary tract infection, , apareunia (inability to have sexual intercourse), anxiety, depression, migraine, headache, nausea, dental problems, dysmenorrhea (cramping)¸ vision / eye problems¸ fatigue, perforation (uterus), alopecia,weight gain , joint pain & fibromyalgia event was added. Severity was updated. Concomitant drug was added. Product, patient & reporter information updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), embedded device ('coil embedded in my uterus'), pelvic pain ('chronic pelvic pain/ painful/stabbing pain/pinching sensation') and menorrhagia ('menorrhagia') in a 47-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation (failed) and overweight. Concurrent conditions included gastroesophageal reflux disease, hypertension, degenerative disc disease, attention deficit/hyperactivity disorder and cervicitis. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) from 2012 to 2014, duloxetine hydrochloride (cymbalta) from 2008 to 2016, lisinopril from 2009 to 2017 and prednisone. In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("haie loss") and was found to have weight increased ("weight gain / loss (specify which one 60 ibs)"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). In 2009, the patient experienced vision blurred ("vision / eye problems"). In 2014, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6)2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In(B)(6)2015, the patient experienced colitis ulcerative ("ulcerative colitis"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), mood swings ("mood swings"), night sweats ("night sweats"), tooth disorder ("dental problems"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), fibromyalgia ("fibromyalgia"), musculoskeletal pain ("musculoskeletal pain") and tenderness ("tenderness in localized area"). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy, laproscopic hysterectomy and lavh, hysterectomy (partial) with bilateral salpingectomy, ablation (00/00/2012)). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the uterine perforation, embedded device, pelvic pain, menorrhagia, genital haemorrhage, colitis ulcerative, mood swings, night sweats, vaginal haemorrhage, urinary tract infection, anxiety, depression, nausea, tooth disorder, fatigue, alopecia, arthralgia, fibromyalgia, musculoskeletal pain and tenderness outcome was unknown, the female sexual dysfunction, dysmenorrhoea, weight increased and abdominal pain had resolved and the migraine, headache and vision blurred had not resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, colitis ulcerative, depression, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, musculoskeletal pain, nausea, night sweats, pelvic pain, tenderness, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: current weight as of (B)(6)2019 168 ibs. Approximate weight at the time of essure placement 170 lbs. Essure coils: 1 on left side, one on right is bent, third is straight and hanging out in the middle of uterus diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - in 2007: I was told one had misfired and had to redo procedure for second and third device.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received: coil embedded in my uterus, musculoskeletal pain, tenderness in localized area and reporter information were updated. On (B)(6)2020: reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. In 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.